Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Customer's blood glucose level was not impacted. The customer would check w/their healthcare provider before they modify this setting.